Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for analysis intact. The device history log was reviewed and found multiple "9 volt battery depleted" messages. Visual exam, functional and pressure testing was performed. The complaint was verified as the pump was programmed to infuse for 26 hours with a new battery but six hours later the new battery was depleted. The cause was found to be caused by a high current draw from the motor. Based on the evidence the root cause is unknown and no corrective actions will be taken at this time.

Event description:
Information was received indicating that the motor to a smiths medical cadd-prizm® vip system was reported to be draining the battery too fast. No adverse effects were reported.